Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. The patient had their system replaced and while in they were in operating room, the rep ran ¿check connectivity¿ which consistently showed that all were green except for contact 4 which was red and had an x. But on with the electrode impedances, all were green except for contact 7 that showed it was out. The physician removed the lead, reinserted it, and torqued it down but the impedance issue continued. The physician then quickly inserted and removed the lead, wicked the moisture off, and then used gauze to gently remove the moisture until it was dry. It was noted that the physician performed this process seven times and the issue continued with contacts four and seven showing ¿out¿ in ¿check connectivity¿ and electrode impedance. In the end, the physician decided to close the patient. The patient turned over on their back and the impedance check showed approximately 5 contacts were listed as red, over 40k, "do not use". The patient then started coughing while being extubated and impedances were checked again which showed everything green except for contact 3 which was orange/ a possible open. The rep considered this as ¿good¿ and reported the results to the physician. It was then noted that the rep received an alert about a possible connection issue and was prompted to check impedances. The rep ran check connectivity and a "bunch" were red x's on both ports and a number of contacts were out on electrode impedances. It was indicated that the patient wasn't moving around. They had the patient cough; another check showed one contact came back into range and was green, but they couldn't get anything to resolve completely. Caller was able to get bilateral coverage, but it was not satisfactory. Stim was left off at the end of programming. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient got satisfactory coverage and the impedance issue was found to have resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause was not determined. The rep was meeting with the patient on (B)(6) 2018. No further complications were reported.